Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) 6 months ago due to charge times. As exact measurements of the voltage and charge times at the time of eri were not known, cannot refute eri was not declared prematurely. The device was promptly explanted and replaced with no adverse additional patient effects were reported.

Manufacturer narrative:
The device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.